Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that patient experienced hyperglycemia event and diabetic ketoacidosis patient was admitted to hospital due to felling sick and unwell on (B)(6) 2026 for greater than twenty four hours and treated with manual injections